Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low creatinine (crem) results for seventy two (72) patients generated by unicel dxc 800 pro clinical system. The erroneous results were reported out of the laboratory. The samples were repeated on alternate unit and higher results were obtained and corrected. Patient treatment was impacted by this event.

Manufacturer narrative:
Controls were run before the event and the results were within established ranges. A bci field service engineer (fse) replaced the creatinine cup modules. No additional information is available.